Manufacturer narrative:
The patient had the device implanted on (B)(6) 2023. He returned to the office for his follow-up on march 3, 2023, where he was examined and noted that he had no evidence of hematoma, swelling, or ecchymosis, the implant was in good position, and the patient stated he had positive sensation. It is also noted that the patient had no pain. The patient presented to the office again on march 6th and had his drain removed. Upon examination, there was no note of any skin lesions or flaring of the implant. On the week of (B)(6), the patient communicated with his physician via text that he was having problems including pain and "feels that the implant is not what he expected" and that it "feels like hard plastic." The physician contacted him by video and phone to examine him and offered him to come into the clinic for examination. The patient became extremely angry and demanded that the implant placed must have been a wrong product. He then demanded the device information including the lot number, which was provided to him. On a phone call, the patient became extremely angry with the physician using profane language. The physician told the patient that he should make a trip to the clinic to be seen, however the patient refused and demanded that the implant be removed. The physician explained the removal process and described that this decision to remove was "premature" and the patient should wait as he does not have any complications. The office contacted the patient by email to send the prescribed post-operative follow-up progress photos, but the patient did not respond. There are no claims of curvature, protrusion, or revision surgery noted within the patient's medical records. The patient refused to follow post-operative protocol. Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. This anticipated side effect is included in the clinical evaluation that was submitted as part of the 510(k) process, within the instructions for use, and a part of the informed consent process. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain and penile curvature as anticipated adverse events, and lists implant extrusion/perforation as an anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is known inherent risk of the device and attributed to user error as the patient failed to follow post-operative instructions. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, analysis of production records, and the patient's medical records were used to investigate this complaint. The manufacturing date is not included in the label as pi.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.